Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during a procedure involving a thrombectomy via right groin approach, an unspecified sheath would not advance over a roadrunner nimble hydrophilic wire guide. The wire was not altered prior to use, the inserter was not used, and the wire did not kink. The package was not damaged. The wire was replaced with an unknown stiff wire to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, drawings, instructions for use, and quality control procedures were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions: always keep the surface of the wire guide wet during use for optimal results. Instructions for use: activating the aq hydrophilic coating - flush the wire guide holder by attaching or pressing a syringe with saline, heparinized saline solution, or sterile water to the fitting or opening of the wire guide holder. Inject enough solution to wet the wire surface entirely. This will activate the aq coating. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. The information provided upon review of complaint file, DHR, dmr, and IFU provide objective evidence to support that the device was manufactured to specification. Based upon the results of the investigation, cook concluded that a component failure unrelated to the design or manufacturing of the complaint device caused this incident. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving a thrombectomy via right groin approach, an unspecified sheath would not advance over a roadrunner nimble hydrophilic wire guide. The wire was replaced with an unknown stiff wire to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) number = k182985. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
Additional information was received (B)(6) 2022. The wire was not altered prior to use, the inserter was not used, and the wire did not kink. The package was not damaged.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.